Manufacturer narrative:
Product complaint #(B)(4). Depuy synthes is submitting this report pursuant to the provisions of 21 cfr, part 803. This report may be based on information which depuy synthes has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, depuy synthes or its employees that the report constitutes an admission that the device, depuy synthes, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was reported that on an unknown date, the primary surgery was performed with the cup and the implant in question. The surgery was completed successfully without any surgical delay. The revision surgery was performed on (B)(6) 2023, to remove the implants. No further information is available.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary: no device associated with this report was received for examination. Review of the photo evidence found nothing indicative of a device nonconformance or a relation between the product and the reported event. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: a device history record (DHR) review or manufacturing records evaluation (mre) was not possible because the investigation was not able to retrieve the required lot code.

Manufacturer narrative:
Product complaint # (B)(4). Investigation summary : it was reported that on an unknown date, the primary surgery was performed with the cup and the implant in question. The surgery was completed successfully without any surgical delay. The revision surgery was performed on (B)(6) 2023, to remove the implants. No further information is available. The device associated with this report was returned for analysis and photo evidence was reviewed from attachment (third party investigation result (B)(4) ((B)(6)). The provided report and photographs within, was reviewed by depuy synthes. Unapproved destruction during third party analysis of the sleeve was noted. Based on the third party report, corrosion was observed on the inner surface of the sleeve and the taper regions of the stem. The analysis of the inner sleeve surface and the stem taper revealed a mixture of biological substances and base material corrosion by-products typical of taper junctions. Based on the observations of the corrosion, cold welding between the stem and sleeve is not suspected. Furthermore, post revision these explants are not intended to be separated and reused. In conclusion of the third party analysis, no evidence manufacturing or material defects were observed that could have contributed to the observed corrosion. No further observations could be made based on the information provided. A dimensional inspection was not performed as it is not applicable to the complaint condition. A functional test was not performed as it is not applicable to complaint condition. The overall complaint was confirmed as the observed condition of the srom 9/10 14x9x125 36 would contribute to the complained device issue. Based on the investigation findings, the potential cause can be traced to a known inherent risk of the device, and it has been determined that no corrective and/or preventative action is proposed. There is no indication that a design or manufacturing issue has caused the reported complaint condition. As part of depuy synthes quality process, all devices are manufactured, inspected, and released to approved specifications. Additional monitoring for any potential safety signals will be conducted through complaint trending and other post-market safety surveillance activities. Device history lot: the device lot number is unknown, therefore a device history review could not be performed. If more information become available, the record will be re-assessed.

Manufacturer narrative:
Product complaint # (B)(4). This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by depuy synthes joint reconstruction, or its employees that the report constitutes an admission that the product, depuy synthes joint reconstruction, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
Revised event description: it was reported that on an unknown date, the primary surgery was performed with the cup and the implant in question. The surgery was completed successfully without any surgical delay. The revision surgery was performed on (B)(6) 2023, to remove the implants. The surgery was completed successfully with over 30 minutes delay. On (B)(6) 2023, the surgeon requested the investigation. The reason for this revision was rousting of the cup due to a fracture of the labrum. No further information is available.